Event description:
Surgeon was using shunt during carotid endarterectomy and stated the balloon on the shunt failed to deflate and resulted in a tear in the left internal carotid artery. The artery was repaired requiring an additional carotid patch to the torn artery. Manufacturer response for carotid shunt, pruitt f3 carotid shunt with t-port (outlying) (per site reporter): rep looked at device - no real input on cause.